Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited lead anomaly. The lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Final analysis found the outer insulation was abraded at 49.5 cm to 50 cm from the connector pin, the outer filars were exposed at this same location.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the patient presented in clinic due to chest pain. Upon interrogation, the lead exhibited increase in capture thresholds. The lead was explanted during an unrelated pacer changeout procedure. The patient was in stable condition post operation.